Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that food bolus calculation was inaccurate, suggesting a larger amount than what customer was normally delivering (10 units). Customer delivered the 10 unit bolus. During troubleshooting with tandem technical support, pump settings were checked and showed that the carb feature was set to units. Cts instructed the customer to turn the carb feature on, which customer did successfully. Customer stated that blood glucose level would be monitored and carbs would be consumed if bg levels began to decrease.